Manufacturer narrative:
A spacelabs field service engineer (fse) went on site to test the faulty exhibit central station and verified that the unit was constantly restarting. The fse reloaded software and confirmed the issue was resolved. While reloading the software resolved the reported issue, the cause of the reported issue could not be determined.

Event description:
The customer reported that while monitoring patients, the exhibit central station would continuously reboot. There was no patient or user harm associated with this event.